Manufacturer narrative:
(B)(4). It was reported that the left inguinal hernia was manifested by left groin discomfort. On (B)(6) 2014 the patient was hospitalized for the event of left groin discomfort and other unrelated events. On unknown dates while hospitalized the patient received " large doses of an unknown intravenous diuretic¿. It was reported the left groin hernia has not worsened or increased. The device was not returned to baxter healthcare for further investigation. There was no non-conforming product identified that would cause or contribute to the reported problem. A service history review revealed no previous service events that were related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a left inguinal hernia coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event. It was reported that the patient declined surgery and would continue to observe the hernia. The next day, the patient was discharged from the hospital. Pd therapies were ongoing. At the time of this report, the patient was recovering from the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.